Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the customer went to the emergency room (ER). The customer reverted to an alternate method of insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.